Event description:
It was reported that the reamer tube broke. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the tip of the reamer tube is indeed totally shattered apart into multiple fragments. We do suppose that far too much mechanical force has been applied and caused the tip to shatter. Please note that this article was manufactured in dec. 2007 and has been used in a loan set, this gives us also a clear indication that this reamer has been often used. Wear and tear over the years. No product fault could be detected.